Event description:
Additional information received reported that a culture was done and the results were unknown. The location of the infection was at the battery site and at the lead site. It was noted that the patient outcome was no infection and that the device was thrown out by the hospital.

Event description:
It was reported that there was an infection at the implantable neurostimulator (ins) site. The patient was implanted a week prior ((B)(6) 2014). It was stated that the patient notified the healthcare provider (hcp) about pain. The patient was seen by the hcp and an infection was confirmed. The ins and lead were removed (B)(6) 2014. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)